Event description:
It was reported that the inner package of the standard straight stem 11.25 (B)(6), was frayed when the box and the sterile bag were opened. It was also stated that the surgery was completed with other device.

Manufacturer narrative:
The manufacturer received the device for review and an investigation has been initiated. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available an amended medical device report will be submitted. (B)(4).